Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 7.0mm x 60mmn, 135cm ranger drug coated balloon (dcb) was selected for use for a procedure to treat peripheral artery disease (pad) in the superficial femoral artery (sfa). During the first inflation at 10 atmospheres, and within one minute, the balloon ruptured. A pinhole was noted on the balloon. The device was removed in its entirety from the patient and the procedure was completed successfully with another of the same device. No patient complications were reported.